Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead showed intermittent loss of capture (loc) that were observed on a presenting electrogram. Clinician has been in contact with the patient and there are no symptoms or complaints. It was recommended to take the patient to the clinic for a full due diligence evaluation of the rv lead that remains in service at this time. No adverse patient effects were reported.